Event description:
It was reported the programmer is used for animal research (interrogations). The customer states it will not power on after multiple power cords. It was also mentioned the EKG (electrocardiogram) port may be broken. The programmer was returned for repair. No patient involvement was reported.

Event description:
It was reported the programmer is used for animal research (interrogations). The customer states it will not power on after multiple power cords. It was also mentioned the EKG (electrocardiogram) port may be broken and the programmer head needs to be replaced. The programmer was returned for repair. No patient involvement was reported. Followup information received indicates there is exposed wire on the rf (radio frequency) head cable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the powering issue with the programmer. The powering issue was due to a faulty radiofrequency (rf) head cable and is not a malfunction of the programmer. It was also noted that the electrocardiogram (ECG) connector was loose, the tab was damaged on the power cord bay and the system fan was noisy. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).